Event description:
Ous MDR - after an implantation period of approx. 1 year it was reported that the patient suffered from cardio-respiratory arrest in the afternoon of (B)(6) 2016. One electrical external shock was delivered. Arterial fibrilation was triggered after the external shock. Furthermore oversensing and impedance values out of range were reportedly recorded in (B)(6). At the moment biotronik has no further information with regard to a revision procedure.

Manufacturer narrative:
On 1/13/2017 - it was reported that the patient died on (B)(6) 2016. After the vf episodes, the patient remained in a coma. She was reported to be in a critical neurological state and never woke up again. She died in the intensive care. The pacemaker was explanted and returned to biotronik for analysis. Date of death and patient gender have been added and the patient codes were updated.

Manufacturer narrative:
The leads and the pacemaker under complaint were received and subjected to an extensive analysis. In the course of the analysis the pacemaker proved to be fully functional. The analysis did not show any deviations from the technical specifications. Subsequently the solia s 45 was investigated revealing a squeezed and deformed lead body at 23 cm distal to the is1 connector pin. In this region the outer coil was fractured. The analysis of the solia s 53 demonstrated similar damage symptoms at 21.5 cm distal to the is1 connector pin. These damages can be considered to be the root cause of the clinical observation. Based on the characteristics as well as the location of the damages, it is reasonable to assume that the leads had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The manufacturing process for these devices was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Particularly the final acceptance test proved the pacemaker functions to be as specified.